Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: expired product from the hospital was used during a kyphoplasty procedure. There were no issues during case. It was completed successfully and the patient is well. No additional information was reported.